Event description:
Approximately on month post procedure, a sub-acute thrombosis ocurred. The patient presented with chest pain and an sat was found.patient was treated with balloon catheters and had a liberte stent placed. The procedure was ongoing at the time of notification. Patient status is "unk".